Event description:
It was reported that during an angiogram, thrombus occurred. The physician advanced the expo guide catheter into the ventricle and noticed the pressure changed or dropped while he was measuring waveforms, resulting in a flattening of the waveforms. The physician attempted to flush the expo catheter without success. He then removed the expo guide catheter from the patient's body. While flushing the catheter, the physician noted one large thrombus. The procedure was completed with another of the same devices. Patient status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.